Event description:
Associated medwatches: 2916714-2020-00269, 2916714-2020-00299, 2916714-2020-00300.

Manufacturer narrative:
Investigation - internal notification number: (B)(4). Device reference code sw990k, device name activ l inf.platte gr.l 0°/spikes, serial number n/a, batch number 52332969, UDI device identifier (B)(4), UDI production identifier (B)(4), basic UDI-di n/a, unit of use UDI-di (B)(4), manufacturing date 27.04.2017. Reference code sw965, device name activ l pe-inlay 8.5mm, serial number n/a, batch number 52542057, UDI device identifier (B)(4), UDI production identifier (B)(4), basic UDI-di n/a, unit of use UDI-di (B)(4), manufacturing date 19.08.2019. Reference code sw992k, device name activ l sup.platte gr.l 11°/spikes, serial number n/a, batch number 52230317, UDI device identifier (B)(4), UDI production identifier (B)(4), basic UDI-di n/a, unit of use UDI-di (B)(4), manufacturing date 07.04.2016. No product at hand. Pictorial documentation no product at hand. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern (sw990k/52332969; sw992k/52230317). There is one similar complaints against the same lot number (sw965/52542057). Explanation and rationale: due to the circumstances we do not receive any devices for investigation and the lack of information it is not possible to determine a definitive conclusion and root cause for this failure. Conclusion and root cause: due to the current deviation and according the rationale, the root cause of the problem is most probably patient and usage-related. Because there are no products and only minor information available, a definitive root cause analysis is not possible. Following causes are possible: wrong system configuration selected by the user, wrong implant size chosen by the user, design layout unsuitable, inadequate patient behavior, maybe implant not in the correct position, not the correct system for the purpose. Corrective action: according to sa-de13-m-4-2-04-000-0 (corrective action & preventive action) there is no CAPA necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with an activ l implant. According to the complaint description a postoperative anterior migration occured. The original surgery was on (B)(6) 2019. Three activl components were used to form the disc replacement. The procedure was arthroplasty total disc lumbar (l5-s1 anterior disc replacement), with intraoperative neuromonitoring (ssep, emg). He was successfully awoken from anesthesia in stable condition. There had been no intraoperative complications. The patient was moving all extremities to command at the conclusion of the procedure. The patient stayed in the hospital overnight for pain management. In (B)(6) 2020, some movement was noted during a follow-up medical visit and x-rays. No additional pain due to the migration. After the migration, the surgeon subsequently did a lock- down with posterior screws (non- aesculap screws) and the activl was not removed. The screws went on to "fail" and another procedure was performed. It was noted that physical therapy had been delayed. The patient is currently recovering from the second revision surgery that was due to the competitor screws failing. Initial surgery: (B)(6) 2019. Revision1: (B)(6) 2020 (fusion for migrated activl). (B)(6) 2020 - different surgeon (failed competitor screw). A revision surgery was necessary. The adverse event is filed under reference (B)(4). Implants: sw965, disc activ l pe inlay 8.5 mm, lot no.: 52542057, exp. Date: 8/18/2024 (400476415). Sw990k, plate disc activ l inf size l0d/spikes, lot no.: 52332969, exp. Date: 6/30/2022 (400479554). Sw992k, plate disc activ l sup size l11d/spikes, lot no.: 52230317, exp. Date: 5/31/2021 (400479555). Associated medwatches: 2916714-2020-00269, 2916714-2020-00299.